Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via phone call), a response was received. The reason for explanting the device was not provided. An operative report was requested; however, it was noted that they are not able to release it to us. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 6.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the reason for explanting the device was not provided.